Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the needle could not be retracted into the sheath was confirmed, likely due to the detached/damaged sheath. The damage observed on the proximal sheath appears to result from forcibly maneuvering the device through resistance. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d3, g1, h11 this report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided.

Event description:
The customer reported that the olympus single-use aspiration needle could not be completed retracted during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.